Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a male patient of unspecified age underwent an tevar procedure in which the zenith alpha thoracic endovascular graft proximal tapered components, g38173, was used. When deploying the handle wires were pulled back but no wires came out. The blue rotating handle was just rotating. The physician popped off the tabs and was able to manually deploy the graft. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a male patient of unspecified age underwent a tevar (thoracic endovascular aortic repair), where a zta-pt-34-30-209-w (complaint device) was used. During deployment the blue rotation handle was rotated, but it could not be rotated to stop as it was spinning, and the wires were not released. The physician pulled the back-end clips out and was able to deploy the stent graft manually. No adverse events to patient were reported. No device was returned and no imaging was provided for investigation. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information it has not been possible to determine the cause of the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.